Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba) and backlight inverter printed circuit board (pcb). The device passed extended self-testing.

Event description:
Covidien received information of ventilator becoming inoperable. The malfunction did not occur during pt use.